Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The device was originally implanted in 2011. Concomitant medical products: unknown screws, part# unknown, lot# unknown. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the patient will undergo a revision of temporomandibular prostheses due to resorption of costochondral graft and asymmetry of the mandible. The implants will be replaced by a custom device. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed as a revision surgery was reported. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, or pictures were provided. Four follow up attempts were made for additional information including the identity of the products being removed; however, no additional information was obtained. The dhrs could not be reviewed for these parts due to the lot number being unknown. There are no indications of manufacturing defects. For all non-custom tmj mandibular implants in the previous one year (from the notification date) regarding malocclusion, there is a complaint rate of 0.45%, which is no greater than the occurrence listed in the afmea. For all non-custom tmj fossa implants in the previous one year (from the notification date) regarding malocclusion, there is a complaint rate of 0.48%, which is no greater than the occurrence listed in the afmea. For all non-custom tmj mandibular implants in the previous one year (from the notification date) regarding pain leading to a revision surgery, there is a complaint rate of 0.446%, which is no greater than the occurrence listed in the afmea. For all non-custom tmj fossa implants in the previous one year (from the notification date) regarding pain leading to a revision surgery, there is a complaint rate of 0.477%, which is no greater than the occurrence listed in the afmea. The most likely underlying cause of the complaint is the patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report. B5 describe event or problem. D10 device availability. G4 date received by manufacturer. G7 type of report. H2 follow up type. H3 device evaluated by manufacturer. H6 method code. H6 results code. H6 conclusions code. H10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.